Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator. It was reported during the surgery testing, it was identified that both electrodes were missing cables. Another lead was used to complete the operation. It was noted there was not more than 50% symptom reduction. It was unknown what troubleshooting had been performed and what the cause was. No complications were reported/anticipated. Reference mfg report # 3007566237-2017-02376 for the report on the other lead.